Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01, implantable pulse generator, (B)(6) 2011; 5076-58, implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had high/unstable thresholds due to the lead chronically dislodging. The lead was programmed off and replaced. No patient complications have been reported as a result of this event.